Manufacturer narrative:
Device analysis report attached.

Event description:
6000034-2024-01438-2

Manufacturer narrative:
This report is submitted on april 24, 2024.

Event description:
Per the clinic, the patient developed an infection at implant site, exposing the receiver/stimulator (specific date not reported). Subsequently, the patient was administered with oral and topical antibiotics (specific date and duration not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on june 13, 2024.